Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery unit (bdu) printed circuit board (pcb) and the bdu cable assembly. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ventilator failed the power self-on test (post). The ventilator was not in use on a patient at the time of the reported event.